Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. These devices were manufactured in 2018. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should patient specific clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Of note, it was communicated that the head had been implanted with a competitor liner and required revision after dislocation. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include traumatic injury or improper sizing. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed.

Event description:
It was reported that a revision surgery was performed due to dislocation to remove head and competitor's liner.